Event description:
It was reported that two to three weeks ago, she saw a manufacturer's representative for reprogramming as she experienced stimulation in her rib area. The stimulation was ¿crushing her ribs¿ when she increased stimulation in order to get better relief for her legs. There was a loss of therapeutic effect. The patient had trouble regulating stimulation. The patient was getting relief in the right leg and felt stimulation all the way down to her right foot. However, she was not getting the pain relief in her right foot. For the left leg, the patient had stimulation set all the way to 10.5, but could just barely feel the stimulation. The patient was not sure when she noticed this change, as she said most of her pain had been in her right leg. In addition, for the past two weeks, the patient had to continually increase stimulation and was starting to feel stim in her back and ribs again. There were no falls or trauma reported. The patient did not know if she had more than one group or not. However, she had not switched to any other group and was currently in program b. The patient wanted to know if there was a program that was set to give a ¿steady stream¿ instead of the pulsing. Sometimes the patient had trouble connecting to her device. The patient was able to reposition and when she synced again, she received the therapy screen. The patient saw a program a, but believed that was the previous program. The patient did not switch to a different program. The patient was redirected to the healthcare professional (hcp). No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).